Event description:
It was reported by a manufacturer rep that on (B)(6) 2011, the fiber forward fired at 83,134 joules. Additional information reported by the manufacturer rep was the event occurred while inside of the pt but it did not cause any issues. The user did not experience any difficulties as a result of use from the system. No error codes were displayed on the console when this event occurred.